Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause for the reported slda. Tricuspid valve regurgitation was a cascading effect of the slda. The patient effect of tricuspid valve regurgitation is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Three clips were successfully implanted, reducing mr to a grade of 2. Roughly one year and nine months after the procedure, the patient returned to the hospital for a follow-up appointment. Imaging showed that one of the clips had detached from one of the leaflets and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3.